Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services stated that the monitor wouldn't display an image due to a blown in-line fuse. The fuse was replaced and the device was certified; it passed all the safety tests. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, the monitor was not producing a signal. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.